Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.50/1.0/092 (sphere/cylinder/axis) "doctor noticed lens was torn". The lens was removed on an unknown date and replaced with backup lens also unknown when this occurred. No patient injury was reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).